Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. He customer was assisted with troubleshooting. The customer was advise to remove the aa battery from the pump and monitor the notification light. Notification light stopped flashing immediately. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power error 25 due to connector resistance issue on the electrical board.